Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number of this pump is in the range for motor stall due to gear shaft wear. Physician communication (dated august 2007).

Event description:
It was reported that the pump was explanted and replaced as it stopped infusing medication. The patient experienced inadequate pain control.